Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed corrosion on the wireless module flex and radio printed circuit board (pcb) which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported charred marks which was observed during evaluation as corrosion. Evaluation determined the cause to be fluid intrusion. The device was not serviceable therefore no parts were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had charred marks on the case. There was no patient involvement. No additional information is available.